Event description:
In this case, the customer reported that there is a "volume problem" on the avalon fm20 fetal monitor. It is unclear whether the device produced sound or not. The device was not in use on a patient at the time of the reported issue.

Manufacturer narrative:
Responses to good faith efforts were not received and no additional information related to this case was received. In addition, no further contact was established by the customer regarding the reported device and issue. Based on the available information the exact cause and resolution for the reported problem remains unknown. The product remains at the customer site. Due to the lack of available information, a malfunction of the device cannot be ruled out. H3 other text : no response to inquiries. Cause and resolution unknown.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
In this case, the customer reported that there is a "volume problem" on the avalon fm20 fetal monitor. It is unknown if there was any sound. The device was not in use on a patient at the time of the reported issue.